Event description:
It was reported in an article in the journal of the korean neurosurgical society that a patient with poor pre-procedural condition underwent successful stent-assisted coil embolization of a ruptured anterior communicating artery (acoa) aneurysm. The patient expired (unknown date) 12 days post the index procedure as consequence of a severe vasospasm.

Manufacturer narrative:
(B)(4)

Event description:
It was reported in an article in the journal of the korean neurosurgical society that a patient with poor pre-procedural condition underwent successful stent-assisted coil embolization of a ruptured anterior communicating artery (acoa) aneurysm. The patient expired (unknown date) 12 days post the index procedure as consequence of a severe vasospasm.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device is unavailable for evaluation. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the neuroform device malfunctioned. Patient's outcome of death is a known and anticipated complication associated to these types of procedures and is listed as such in the device direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.